Event description:
It was reported that bd unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that when the primary bag is set up slightly lower, the infusion is slow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported issues with primary/secondary setup, and returned one sample of unknown material and lot, as well as a video. Upon initial visual examination, the sets had no defects or abnormalities. An unknown material of primary and secondary set were returned. The set up was maintained with the same setup, and the back check valve was tested on the primary, but no issues were found. There was no infusion time or accuracy issues, and no leaks. Customer reported the material and lot number as unknown, however the material - 2420-0007 - and 3 potential lots were found from the set's smart site ID. The root cause for the issue could not be found without a replicated failure. A device history record review was performed. There were no quality notifications for either of the 3 lots issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # unknown, batch # unknown. It was reported by customer that when the primary bag is set up slightly lower, the infusion is slow. Verbatim: rcc received a complaint via email. Hi xxx, can you confirm how much higher the primary bag has to be from the pump during a secondary infusion. I've noticed a couple of our issues seem to be when the primary bag is set up slightly lower and I've never seen them be this slow. Please confirm if they set up is acceptable. There should be at least 9.5 inches (the length of the hanger, fully extended) between the top of the fluid in the secondary IV bag and the top of the fluid in the primary. The IV bag that is infusing should be 20 inches above the top of the pump module. From the picture, perhaps the secondary IV bag could be slightly higher to make the 20 inches but it's difficult to say. I noticed on the biomed tag it said, "the secondary ran alongside the primary but the drip chamber was full". Then it looks like maybe the secondary did not seem to be infusing or was it infusing but slower than intended? I wonder what the clinician meant by ran alongside the primary. Did they observe drips from both the primary and secondary container? Was the rate above 500ml/hr.? In that case, a second fully extended hanger may be needed. May also be an issue with the connection - either the smartsite on the primary IV set or the secondary IV set. Detailed description of the event received on 28-jan-2025 detailed description of the event an antibiotic was hung at around 1600 using a secondary line that had been made and used the previous day (within 24hrs). The antibiotic was to take 45 minutes to infuse and then the primary bag was to take over. At 1700 rn went inside to saline lock the patient and noted there was liquid left in the antibiotic bag, the chamber of the secondary line was filled to the top and the secondary line clamp was open as it should have been. It was impossible to tell if the antibiotic had partially been administered, been administered fully or not at all, the liquid in the bag could have been normal saline from the primary or it could have been medication. Additional information received on 13feb. 1. Was there any patient harm? (It was mentioned the patient may have not received all the antibiotic- did this cause any patient harm as a result? No harm reported. 2. Please provide event and error logs on all devices. - since this is believed to be a back check valve issue, the logs are potentially irrelevant. Bd, please let us know if you really want the logs regardless and the reasons for it. 3. Once your internal investigation is completed, please confirm the tubing and/or devices will be sent in for investigation. Coordinating the disposable sets return with xxx. Shipping kit and label requested. Pumps will not be returned at this time. Xxx left a note saying our tech xxx will ship out the consumables to bd. Xxx requested the shipping label and shipping kit to be sent to (B)(6) ¿ waiting on that.